Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device failed to discharge, upon the fourth attempt the device did discharge a shock. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
This supplemental medwatch report is being sent to close out the mdr02 submission that failed. Mdr02 was inadvertently used instead of mdr01. Mdr01 supplemental has been submitted to correct.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the device performed to specification. The device was recertified and returned to the customer. Review of the device activity logs showed that the device's charge button was pressed followed by the sync button a second later. Pressing the charge button before the device is in sync mode will cause "remove sync" and "no qrs detect" messages, which were seen in the logs. Additionally, the log shows that the user pressed the shock button and then repeatedly pressed the shock button until a shock was delivered. The rseries user's manual instructs users to "press and hold the illuminated shock button on the front panel until the energy is delivered to the patient". The logs shows evidence that the button was pressed multiple times, however it was not held down until the shock was delivered as the user's manual instructs users to do. The clinical data was not available as part of this investigation. Analysis of reports of this type has not identified an increase in trend.